Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt ; serial#: (B)(6) ;UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was caller stated that their controller would not come on at all starting today. Caller stated the controller was not charging and their implant is not stimulating. Agent walked caller through removing the battery pack and plugging controller into the ac power cord, the controller did not power on. Caller confirmed that the ac power supply did have a green light on it. Caller denied visible damage to the ac power supply. Caller stated they controller was just dead today and did not shut off randomly. The issue was not resolved. An email was sent to the repair department to replace the controller. No symptoms were reported.